Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was sweating and doing unusual gestures like raising their hands up and down. It is unknown what the cgm was displaying during this time. An ambulance was called and when they arrived, they checked the patient's bg and it was 43 mg/dl while the cgm was displaying 199 mg/dl. The patient was treated with IV glucose and at the time of the report, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.